Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via sprinklr, the patient expressed concerns regarding the reliability of the dexcom g7 cgm device. On (B)(6) 2025, the patient stated that inaccurate readings from the device led to hospitalization. Specifically, the patient reported consistently logging discrepancies between cgm readings and fingerstick values, with differences sometimes exceeding 30 points. The patient noted that fingerstick readings were more dependable and that the cgm device frequently provided inconsistent results. The patient also reported that their physician, relying on dexcom data indicating low glucose levels, was considering actions that could impact the patient¿s driving privileges. Due diligence was not possible, as the reporter¿s identifying details were not available. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 30 points or more. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.